Manufacturer narrative:
It was reported to abbott, the ¿replace generator ¿message was observed on a patient¿s controller. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patients ipg was nearing its end of service. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.